Event description:
It was reported that a pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as values were not above 500 mg/dl or below 54 mg/dl. Technical support instructed the customer on specific techniques to press the button, confirmed the pump¿s display function, and decided to send a replacement pump with updated software. The customer was informed of the return process for the problematic pump and acknowledged the instructions.